Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman and incorrect lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. This complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the microsensor was implanted on (B)(6) 2019. Upon insertion, the reading was very negative(-12) but then began to rise to -1. The surgeon had anesthesia perform valsava and icp rose to +2mm hg and the surgeon was satisfied. When in pacu, nurses tried to resume reading after reconnecting the patient monitor cable. It successfully showed a green light and had a nice waveform. Eight minutes after the green light appeared the number declined and then everything was gone including the waveform and the patient monitor showed and there was a green light on the direct link monitor.